Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: 1) quantity manufactured: 8. 2) date of manufacture: 22-sep-2017. 3) any anomalies or deviations identified in DHR: 2 parts from this lot were scrapped. Scrap code a040: this concerns ¿contamination¿. There is no correlation between this scrap reason and the failure mode of the complaint. 4) expiry date: 31-aug-2027. 5) IFU reference: 090200701.

Manufacturer narrative:
Product complaint( B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5 and h6 (patient) if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On (B)(6) 2021, the patient dislocated with "luxation of the head in the cup with inlay dislocation." Metallosis was found as well as a tilted inlay for unknown reason.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that discomfort occurred in the right hip as well as mechanical sounds.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Customer is reporting a disassociation of inlay from cup. Head was reaming at the inner part of the cup. Unknown side affected. Doi: unknown, dor: (B)(6) 2021 - revision of inlay and head.